Event description:
Devilbiss healthcare received a report involving an oxygen concentrator by the end user's daughter who reported the concentrator emitted a popping sound and subsequently ignited the nasal cannula. According to the information provided, the cannula tubing caught fire, and the flame traveled upward along the tubing that was laying on the end user's leg, resulting in third degree burns to the end user's upper thigh. The reporter indicated that there were no open flames, smoking materials, or other obvious external ignition sources present at the time of the event. Following the injury, the patient was evaluated at a burn center and later continued treatment at home. The device provider replaced the concentrator following the incident. Multiple attempts have been made to retrieve the affected unit for investigation; however, these attempts have been unsuccessful, and the device has not been returned to devilbiss for evaluation. Devilbiss healthcare will file an update if additional information becomes available.